Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 48 mg/dl. Customer stated that, he received two calibrations then a change sensor alert. Customer also stated that, he put in a sensor and it was bleeding. The customer declined to troubleshoot the low blood glucose. The sensor and insulin pump will not be returned for analysis.